Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode did not found. Customer's blood glucose level was at the time unknown. Customer was advised to check under skin to trace if electrode came loose, customer could not see anything but they check with the doctor. The sensor will not be returned for analysis.